Event description:
The medwatch report also states that the device is not available for evaluation. No further details were provided at this time.

Manufacturer narrative:
The device was discarded and a lot number was not provided; therefore, the MFR's investigation of this event was limited to a trend analysis. A trend analysis was performed on similar incidents for this catalog number and a trend was not identified. Based on the info available and due to the unavailalbility of the deivce, no conclusion can be drawn as to the cause of this event. However, the report did not state that the pt was cobative, resisting under the procedure, even after being sedated which may have been a contributing factor as to the cause of this incident. No further details are available. The customer will be notified of the MFR's findings. The MFR is now closing the file on this event.